Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for deployment difficulties mentioned in the allegation since the sample was not returned for evaluation. Based on the information given, the exact root cause of the event cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Explanted date - device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal was used according to IFU. At the end of the use of angio-seal the user could not withdraw the system. The anchor was set correctly, and puncture site was closed. According to instructions (troubleshooting) the user could perform the necessary steps to withdraw the system. The puncture site was closed. There was no significant loss of blood. The patient has been treated as intended. There was no harm to the patient. Additional information was received on 11feb2021. The procedure performed prior to the angio-seal device was a percutaneous coronary intervention (pci). A 6fr sheath was used. A pre-deployment angiogram was performed. The step at which the component became stuck was the suture; the thread became stuck and the thread spool did not unroll. The patient's condition was stable. Hemostasis was achieved with the angio-seal device.